Manufacturer narrative:
D4 primary unique device identifier (UDI) number - UDI for this part number does not include lot or batch number, serial number, expiration date or manufacturing date.h3 device evaluation - the 39-rd-0060 driver was returned with its tip missing. The fracture plane is skewed relative to the driver's longitudinal axis. This type of fracture is indicative of a failure due to combination loading. Torsion loading in combination with bending moments is suspected as the cause for this failure. Multiple fracture planes are present. It is not known if the failure was solely the result of applied loading during this procedure or if the failure initiated from a crack from prior high force application. Review of device history records found a total of thirty-one (31) pieces of this lot released for distribution on 6/3/2021 (8 pcs) and 6/26/2021 (23 pcs) with no deviation or anomalies that would relate to the reported failure. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended since the failure appears to be the result of combination loading, proper counter torque usage would mitigate bending moments acting on the tip, the failure does not appear to be manufacturing related.

Event description:
It was reported that a procedure was performed on (B)(6) 2024. During the procedure the tip of a t25, lock-screw torque driver, reform (39-rd-0060) and a t25 driver, persuader, long (c3492) both broke. The tips were recovered and the procedure was successfully completed utilizing other instrumentation readily available. There was no patient injury or delay to the procedure.